Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he has to give himself injections because the bolus does not seem to work correctly. Customer declined any troubleshooting. No further information reported.